Manufacturer narrative:
Result: head-end siderail panels.

Event description:
It was reported by service report that both head-end siderail panels left and right were structurally cracked with sharp edges. No pt involvement or adverse consequences were reported.